Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button became intermittently unresponsive today, and requires multiple presses to obtain a response. She noted that the button does not spring back as expected when pressed. The pt confirmed that the keypad is intact; denied exposing the pump to moisture and cleaning products; and stated that she wears the pump in her bra, in a pocket, or clipped to her pants.